Manufacturer narrative:
Stryker service representative evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was showing, charge-pak and service wrench icons. Upon evaluation stryker observed that the device is unexpectedly shutting down. There was no patient involved in the reported event.

Event description:
A customer contacted stryker to report that their device was showing, charge-pak and service wrench icons. Upon evaluation stryker observed that the device is unexpectedly shutting down. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue cannot be conclusively determined but is most likely due an unknown event prior the first device log entry that triggered the device to sense a previously connected patient load. This triggered a charge-pak indication as shown in the first device log entry, subsequently this has lead to hlc being in a depleted state. This device was retained by stryker. The customer received a replacement device.